Event description:
Note: the date of event is unk, although it was reported to occur sometime during (B)(6) 2009. It was reported to boston scientific corp on july 17, 2009 that an unspecified c.r.e. Balloon dilatation catheter device was used during an esophageal dilatation procedure. According to the complainant, after deflation, the cre balloon could not be retrieved through the biopsy channel of the scope. The scope and balloon were removed together and the balloon catheter was cut. There were no pt complications reported as a result of this event. The pt was reported to have had no injury. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the model # and device lot #; therefore, the device manufacture date and expiration date are unk. According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. A bsc rep has discussed the deflation technique with the user and will visit the hosp to retrain the staff in the proper use of this product. (B)(4).